Event description:
The customer reported that during sealing, the device was activating intermittently. Approximately 120cc of blood loss occurred throughout the surgery although it was not due to the intermittent activation. The device was used to complete the procedure. There was no pt injury. The customer was contacted several times for additional information on the incident, but no additional information has been provided.

Manufacturer narrative:
(B)(4). A visual examination of the incident device revealed no defects. The device was activated on simulated tissue with acceptable results. A visual seal effect was observed. Additional functional testing was performed on the returned device with porcine kidney tissue. Multiple seals on various size vessels were made. All seal cycles were completed satisfactorily. The jaws opened and closed normally when the handle was activated and the knife extended and retracted normally when the trigger was activated. We were unable to confirm the customer's report of intermittent activation.